Event description:
It was reported that a patient with a 31mm mitral valve implanted for approximately 5 years underwent a valve-in-valve procedure due to calcification, severe mitral stenosis, mild regurgitation and restricted motion. The patient presented with worsening doe and persistent lower extremity edema despite diuretics. The tmvr was performed with a 29mm 9600tfx valve. The patient was transported to the ICU in stable condition.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, h6 health effect - clinical code, and investigation conclusions. Root cause likely patient related factors. Corrected data: h6 type of investigation.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to calcification, severe mitral stenosis, mild regurgitation and restricted motion. The patient presented with worsening shortness of breath and doe. The tmvr was performed with a 29mm 9600tfx valve. The patient was transported to the ICU in stable condition.